Manufacturer narrative:
Due to a brake defect the patient fell from the wheelchair. The action 1 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
Due to a brake defect the patient fell from the wheelchair. The action 1 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).